Event description:
It was reported that a patient who had a sinus procedure died approximately 24 hours after the procedure after being "rushed to the hospital". It was also reported that the preliminary autopsy report indicates the patient experienced a seizure that was unrelated to having surgery and unrelated to the procedure performed. It was reported that this manufacturer's equipment was used during the sinus procedure. The facility was not inclined to release any more details to this manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.